Manufacturer narrative:
Multiple attempts have been made to obtain additional information regarding the reported hospitalization of the patient, the patient's condition, and the product that was used to treat her. However, this information could not be obtained prior to the required submission deadline of this report. If this information becomes available, a follow-up report will be submitted.

Event description:
It was reported via email by the jjpaf group that a patient is currently on orthovic and is in the hospital complaining she cannot walk due to the severe pain in her legs. She has been in the hospital for a few days. No further information was provided.